Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of an adult female plaintiff in united states on 03-aug-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2003 for permanent birth control. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal pain as well as back pain. Shortly after plaintiffs wife was implanted with essure, he noticed a change in his wifes demeanor as she was no longer as energetic as she once was prior to undergoing the implantation of essure. Further, the couples level of sexual intimacy sharply declined as plaintiffs wife suffers from pain during intercourse. Additionally, after being implanted with essure plaintiff began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations. Plaintiff has also suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. In fact, plaintiffs essure-related symptoms grew so severe that plaintiff has since been prescribed topamax and antidepressants as a result. Plaintiff underwent a hysterectomy on (B)(6) 2016, to remove her essure coils. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain. Plaintiff underwent hysterectomy to remove the devices 13 years after placement this event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering its nature and the absence of alternative explanation, causality between reported event and essure use cannot be excluded. Since essure removal was required (via hysterectomy), this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), device related infection ('a device implanted that got so infected I had to spend a week in the hospital'), genital haemorrhage ('heavy bleeding') and hypothyroidism ('hypothyroidism') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test / physician was very firm/confident that the confirmation test was not necessary - confirmation test not performed". The patient's medical history included d & c in 2000, knee operation in 1996, knee operation in 1996, gallbladder operation in 1992, tonsillectomy in 1992, sinus operation in 1988, multi gravida, parity 2 (deliveries: (B)(6) 2001 and (B)(6) 2003), blighted ovum, migraine, knee pain, wisdom teeth removal, chronic cough, frequent headaches, tiredness, yeast infection, anemia, chlamydial infection, chronic migraine, dizziness, nausea, spontaneous abortion, sinus operation, tooth extraction, shortness of breath, gallbladder operation, hypertension, hypothyroidism, gerd, eye redness, floaters, vitamin d deficiency and hives. She denies any weakness she denies smoking denies any drug use. Previously administered products included for an unreported indication: penicillin, nystatin, ibuprofen and chlorphineramine. Past adverse reactions to the above products included abdominal pain lower with ibuprofen; fungal infection with nystatin; hypersensitivity with chlorphineramine; and lip swelling with penicillin. Concurrent conditions included body mass index normal, anesthesia, bleeding postoperative, malaise, endometrial thickening, abscess neck, pneumonia and sleep disorder. Family history included low blood pressure (father). Concomitant products included sertraline hydrochloride (zoloft) for depression as well as dantrolene, docusate sodium (stool softener), fluconazole (diflucan), hydrocodone, lactobacillus acidophilus (acidophilus), lorazepam, melatonin, paracetamol (acetaminophen), progesterone (crinone), sumatriptan (imitrex), venlafaxine hydrochloride (effexor) and zolpidem tartrate (ambien). In 2003, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and migraine ("severe migraines chronic migraines /head pain / chronic migraines"). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced dysmenorrhoea ("severe menstrual pain / also menstrual pain"). In 2014, the patient experienced oral pain ("mouth pain") and toothache ("tooth pain"). On an unknown date, the patient experienced device related infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), depression ("depression/ severe depression") with dry mouth, dental caries and dry eye, fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), asthenia ("no longer as energetic"), dyspareunia ("pain during intercourse"), anxiety ("anxiety"), fibromyalgia ("fibromyalgia / fibromyalgia"), pain ("I was just in too much pain"), dyspnoea ("I was in danger of stopping breathing"), hypersensitivity ("hypersensitivity reaction"), hypertension ("hypertension"), hypothyroidism (seriousness criterion medically significant), gastrooesophageal reflux disease ("gerd"), feeling abnormal ("brain fog") and pelvic pain ("pelvic pain"). The patient was hospitalized for 7 days. The patient was treated with morphine, stomatological preparations, topiramate (topamax) and surgery (hysterectomy, laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy and periodic extraction). Essure (ess205) was removed on (B)(6) 2016. In (B)(6) 2016, the genital haemorrhage had resolved. At the time of the report, the abdominal pain, device related infection, dysmenorrhoea, back pain, fatigue, weight fluctuation, asthenia, dyspareunia, oral pain, toothache, fibromyalgia, pain, dyspnoea, hypersensitivity, feeling abnormal and pelvic pain outcome was unknown, the depression and anxiety was resolving, the migraine had resolved and the hypertension, hypothyroidism and gastrooesophageal reflux disease had not resolved. The reporter considered abdominal pain, anxiety, asthenia, back pain, depression, device related infection, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, hypersensitivity, hypertension, hypothyroidism, migraine, oral pain, pain, pelvic pain, toothache and weight fluctuation to be related to essure (ess205). The reporter commented: after essure removal depression and anxiety have lessened. Patient sought treatment for migraines, abdominal, menstrual pains, tooth pain migraine- pain management doctor had me taking 8 mg of dilaudid 4 times a day. Current weight: 205 lbs medical record: on the right side there were three trailing coils,10 the left side another device was placed - there were six trailing coils. Stretching of the coils has occurred during removal. Surgical pathology report: endometrial polyp. Supra epithial endometriosis. Proliferative endometrium, negative for hyperplacia,or malignancy. Focal small left. Cervix, ovaries, and fallopian tubes without significant hysterectomy. Essure apparatus located bilaterally, intact and place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: migraine, hypertension, depression, abdominal pain". Hypothyroidism, back pain". ¿concerning the injuries reported in this case, the following ones were described in patients social record: brain fog and migraine". Brain fog quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet and social media record received. Events: hypertension, hypothyroidism, gerd and brain fog were added. Event" genital bleeding" outcome was updated to recovered/resolved. Reporter and historical medication were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 31-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain. Plaintiff underwent hysterectomy to remove the devices 13 years after placement. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering its nature and the absence of alternative explanation, causality between reported event and essure use cannot be excluded. Since essure removal was required (via hysterectomy), this case is regarded as incident. Non-serious events were also reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding") and device related infection ("a device implanted that got so infected I had to spend a week in the hospital") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician was very firm/confident that the confirmation test was not necessary - confirmation test not performed". The patient's past medical history included multi gravida, parity 2 (deliveries: (B)(6)), blighted ovum, d & c in 2000, migraine, knee pain, knee surgery nos in 1996 and wisdom teeth removal. In 2003, 39 days before insertion of essure (ess205), the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and migraine ("severe migraines chronic migraines /head pain"). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2014, the patient experienced oral pain ("mouth pain") and toothache ("tooth pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), depression ("depression/ severe depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), asthenia ("no longer as energetic"), dyspareunia ("pain during intercourse"), anxiety ("anxiety"), dry mouth ("dry mouth"), dental caries ("tooth decay"), dry eye ("dry eyes"), fibromyalgia ("fibromyalgia"), pain ("I was just in too much pain"), device related infection (seriousness criterion hospitalization) and dyspnoea ("I was in danger of stopping breathing"). The patient was hospitalized for 7 days. The patient was treated with topiramate (topamax), glucose oxidase (biotene), morphine, surgery (laparoscopic assisted vaginalhysterectomy with bilateral salpingo-oophorectomy), surgery (hysterectomy) and surgery (periodic extraction). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, asthenia, dyspareunia, anxiety, dry mouth, dental caries, dry eye, oral pain, toothache, fibromyalgia, pain, device related infection and dyspnoea outcome was unknown and the migraine had resolved. The reporter considered abdominal pain, anxiety, asthenia, back pain, dental caries, depression, device related infection, dry eye, dry mouth, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, fibromyalgia, genital haemorrhage, migraine, oral pain, pain, toothache and weight fluctuation to be related to essure (ess205). The reporter commented: after essure removal depression and anxiety have lessened. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 22-nov-2017: patient information, historical condition, stop date of essure and events anxiety, dry mouth, dental caries, dry eye, oral pain, toothache, fibromyalgia, pain, device related infection, dyspnoea and device monitoring procedure not performed added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device related infection ("a device implanted that got so infected I had to spend a week in the hospital") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test / physician was very firm/confident that the confirmation test was not necessary - confirmation test not performed". The patient's past medical history included multi gravida, parity 2 (deliveries: (B)(6) 2001 and (B)(6) 2003), blighted ovum, d & c in 2000, migraine, knee pain, knee operation in 1996, wisdom teeth removal, chronic cough, frequent headaches, tiredness, sinus operation in 1988, knee operation in 1996, yeast infection, anemia, chlamydial infection, chronic migraine, dizziness, nausea, spontaneous abortion, gallbladder operation in 1992, sinus operation, tooth extraction, shortness of breath, tonsillectomy in 1992 and gallbladder operation. She denies any weakness she denies smoking denies any drug use. Previously administered products included for an unreported indication: nystatin and ibuprofen. Past adverse reactions to the above products included abdominal pain lower with ibuprofen; and fungal infection with nystatin. Concurrent conditions included body mass index normal, penicillin allergy, anesthesia, bleeding postoperative, malaise, endometrial thickening, abscess neck, pneumonia and sleep disorder. Family history included low blood pressure (father). Concomitant products included sertraline (zoloft) for depression. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and migraine ("severe migraines chronic migraines /head pain / chronic migraines"). In 2004, the patient experienced dysmenorrhoea ("severe menstrual pain / also menstrual pain"). In 2014, the patient experienced oral pain ("mouth pain") and toothache ("tooth pain"). On an unknown date, the patient experienced device related infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), depression ("depression/ severe depression") with dry mouth, dental caries and dry eye, fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), asthenia ("no longer as energetic"), dyspareunia ("pain during intercourse"), anxiety ("anxiety"), fibromyalgia ("fibromyalgia / fibromyalgia"), pain ("I was just in too much pain"), dyspnoea ("I was in danger of stopping breathing") and hypersensitivity ("hypersensitivity reaction"). The patient was hospitalized for 7 days. The patient was treated with topiramate (topamax), glucose oxidase (biotene), morphine, surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy), and surgery (periodic extraction). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, device related infection, genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, asthenia, dyspareunia, oral pain, toothache, fibromyalgia, pain, dyspnoea and hypersensitivity outcome was unknown, the depression and anxiety was resolving and the migraine had resolved. The reporter considered abdominal pain, anxiety, asthenia, back pain, depression, device related infection, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, migraine, oral pain, pain, toothache and weight fluctuation to be related to essure (ess205). The reporter commented: after essure removal depression and anxiety have lessened. Patient sought treatment for migraines, abdominal, menstrual pains, tooth pain current weight: (B)(6) lbs mr- on the right side there were three trailing coils,10 the left side another device was placed - there were six trailing coils. Stretching of the coils has occurred during removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. On (B)(6) 2016 : pathology specimen report : gross description: received in formalin labeled as "uterus, cervix, bilateral fallopian tubes and ovaries" is a uterus with attached tubes and ovaries. After removal of the tubes and ovaries, the uterus weighs 62.0 grams and measures 8.2 x 5.5 x 3.5 cm. The shape is symmetrical. There is a 0.3 x 0.2 cm slightly firm serosal nodule of the fundus. Otherwise, the fundus is tan and smooth. The cervix is lined with smooth tan mucosa. The endocervical and endometrial lining is red tan and mucoid. There is a dome shaped 1.2 x 0.8 x 0.3 cm endometrial polyp. No lesions arc noted on cut surfaces of the myometrium. Each of the cornu shows an intact metallic coil also involving the proximal portions of the fallopian tube. They are similar in appearance and measure 3.9 cm in length and up to 0.2 cm in diameter having coiled metallic wires (dissection away from tissue is difficult, and stretching of the coils has occurred during removal). The right ovary measures 2.5 x 1.5 x 0.8 cm and has a tan convoluted surface. The left ovary has the same appearance and measures 3.0 x 2.0 x 1.3 cm. Each fallopian tube has a free fimbriated end measuring 5.0 cm in length and 0.5 cm in diameter. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-nov-2017: event- "hypersensitivity reaction", reporter, hiistorical condition added from pfs.historical condition, concomittant condition, family history, lab data, historical drug added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.